Event description:
It was reported that, shortly after implantation, the patient noticed no therapeutic effect with pain and increased spasticity. It was also stated that the patient was ¿very tense and sad¿ at that time. The medication was titrated up from 50 to 124mcg/ml, but there still was no effect. It was indicated that there had been an occlusion in the distal segment of the catheter. A ¿drain revision¿ was performed on the spinal segment of the catheter. After the revision, the effect was noticeable and patient¿s limbs were more relaxed. At the time of report, there was no patient injury. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Product ID 8780, serial# unknown, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).